Event description:
Reporter alleged when the lancet used for blood glucose finger-stick testing was closed, the needle stick out past the cap. Customer stated accidently sticking herself as a result, however, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.